Event description:
It was reported that the pt had a catheter replacement in 2007. Following catheter replacement, the pt continued to have poor symptom control. A follow-up catheter dye study was performed (date not reported) which revealed that the catheter had "slipped out". The pt was last seen by the hcp on six days later after the pt had undergone surgery on the catheter. The notes during this visit reported that the pump and catheter were connected and intact. The hcp did not have the exact date of the surgical procedure or details on what was done during the procedure. The pt reported in december that she was again having problems and was scheduled for a dye study on approx three months later. Multiple attempts were made to obtain add'l info regarding this event, however, the follow-up hcp was unaware of the event, and the implanting physician had retired and it is unknown which physician is now following this pt. Reference MFR report# 60000302-2007-03861.